Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Device was received with no telemetry. Telemetry was re-established after cutting open the device can which is consistent with a hardware latch-up issue. Functional testing of the device did not find any anomalies. Additional testing, including telemetry testing, could not recreate the telemetry issues. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. There was no patient involvement.